Event description:
Reporter indicated that his vns therapy programming handheld was very slow to navigate between screens while interrogating pt's pulse generators. Troubleshooting was able to resolve the issue temporarily, but then, it continued to occur. Per manufacturer representative, physician does not wish to exchange the programming handheld at this time.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.